Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were charging their implantable neurostimulator (ins) battery and all of a sudden, after charging for a few hours, they felt stimulation all through their legs where it was supposed to be. Then stimulation turned off and they didn¿t feel anything. The patient didn¿t know why their stimulation stopped. The patient mentioned that they had so many problems with their back and legs, as they would have to get help getting out of a chair. When using the patient programmer, a ¿low battery¿ screen was displayed. The patient changed the batteries on the programmer and then got a 006 error code. Afterwards, they took the batteries out, pressed all the buttons, and put the batteries back in but still got the ¿low battery¿ screen. The patient was told to get new batteries for their external device. When checking the ins using the recharger, it showed that stimulation was turned off and that the ins battery was empty. It was reviewed that the stimulation probably turned off because the ins battery was empty. The patient was advised to buy new batteries for the programmer and charge the ins at least 1/4 full before turning stimulation back on. It was noted that the issue started a day prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.